Event description:
Customer reported IV set with hole in the pumping segment of tubing that attaches to the hard blue plastic upper fitment. The device alarmed, the user opened the pump and noted the hole and leak. No pt harm was reported. Event occurred in august, no specific date reported. The investigation confirmed a tear in the pumping segment. The hole resulted in the silicone segment leaking immediately. The root cause of the tear was not identified.

Manufacturer narrative:
(B) (4). (B) (4).